Event description:
It was reported that the patient fell on april 25, 2006 whilst at school or on the but ( it is not clear). On april 26, that patient reported that when he put on his speech processor, he was no longer able to hear. Testing showed tha tchannels 1-9 and 11 had high impedance